Manufacturer narrative:
Results: the handle was undamaged. The nose cone was removed from the handle body and the ruby coil pusher assembly identified in the complaint was not present within the nose cone funnel. The nose cone funnel was measured with pin gauges and was within specification. Conclusions: evaluation of the returned handle could not confirm the reported complaint. The nose cone was removed from the handle body and the ruby coil pusher assembly identified in the complaint was not present within the nose cone funnel. The nose cone was then measured to be within specification. The handle was tested using a handle test fixture and performed within specification. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using a ruby coil detachment handle (handle) and ruby coils. During the procedure, the physician successfully detached three ruby coils in the target vessel using the handle; however, the next ruby coil pusher assembly became stuck in the handle and could not be removed. Therefore, the handle was removed. The procedure completed using a new handle to detach the ruby coil. There was no report of an adverse effect to the patient.